Event description:
Customer applied the contour control solution to his eye. He flushed his eye with water and alleged no serious injury. No product was replaced or expected to return for evaluation.

Manufacturer narrative:
Control info was not given, so it is not possible to determine a MFR date.